Manufacturer narrative:
It was indicated the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up it was noted the device declared elective replacement time (ert). The physician suspected premature battery depletion as the battery had decreased from 1.5 years remaining two months prior to less than 0.5 years 10 days later. As a result, a revision procedure was scheduled. This device was explanted and replaced. No additional adverse patient effects were reported.